Event description:
A customer reported that after their pump fell, the display changed color at the corners and became faded, impacting their ability to interact with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent, confirmed the shipping address, and instructed the customer on returning the problematic pump using a pre-paid label. The customer was advised to put the pump into storage mode before returning it, and they acknowledged understanding the instructions. The customer continued using their current pump as a backup therapy.